Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg)levels. Customer did not provided bg values. Reportedly, low bg levels were due to customer "customer getting used to diabetes management with the pump". Customer addressed bg levels with orange juice or soda. Recommendation was made to discuss diabetes management with customer's health care professional.